Event description:
On (B)(6) 2019, the patient contacted lifescan USA, alleging that his onetouch verio flex meter was reading inaccurately erratic. The following complaint was classified based on information obtained from customer service representative (csr) documentation. The patient reported that he first became aware of the alleged meter issue, at 12.42 pm on (B)(6) 2019, alleging that he obtained blood glucose readings of ¿303, 260 and 170 mg/dl¿ on the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results within lifescan¿s criteria for precision. The patient reported that he manages his diabetes using insulin (self-adjuster), and that he made no changes to his normal diabetes management in response to the alleged issue. The patient stated that 3 hours after the alleged issue began, he developed symptoms of ¿light-headed, dizzy and sweating¿, which he self-treated with some glucose tablets/gel. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, the correct testing steps were being followed and the patient had used an approved sample site to obtain the blood samples. The csr confirmed that the patient¿s test strips had been stored correctly, were within expiry date and the test strip vial was not cracked or broken. Csr noted the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began, and there is insufficient information to rule out the contribution of the subject meter to the event.